Event description:
It was reported that during a gastric bypass roux-en-y procedure, there was an incomplete staple line. The staple line was bleeding and was sutured to complete the case. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.